Manufacturer narrative:
This is the same event as 3010536692-2016-00150 .

Event description:
Allegedly the patient was revised due to the following mom complications: periprosthetic loosening with the presence of metal fragments, and severe pain with any motion. (Right).